Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogating the right ventricular lead exhibited loss of sensing and high capture threshold. The lead was capped and replaced during device changeout procedure. The patient was asymptomatic and was in stable condition post operation.